Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that after introducing the farawave pulsed field ablation catheter into the faradrive sheath clear, aspiration of air bubbles into the syringe was noticed continuously. This issue persisted despite proper connection and standard handling. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that no leak or air in patient was seen. A pressure bag at low flow was used for irrigation. The guidewire was tip to tip when farawave was inserted. Air bubbles were observed only in presence of inserted farawave catheter. When the catheter was not present, no air bubbles were aspired.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Manufacturer narrative:
Additional information was provided in section a patient information and section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that after introducing the farawave pulsed field ablation catheter into the faradrive sheath clear, aspiration of air bubbles into the syringe was noticed continuously. This issue persisted despite proper connection and standard handling. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis. It was further reported that no leak or air in patient was seen. A pressure bag at low flow was used for irrigation. The guidewire was tip to tip when farawave was inserted. Air bubbles were observed only in presence of inserted farawave catheter. When the catheter was not present, no air bubbles were aspired.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that after introducing the farawave pulsed field ablation catheter into the faradrive sheath clear, aspiration of air bubbles into the syringe was noticed continuously. This issue persisted despite proper connection and standard handling. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.